Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer experiencing high blood glucose and ketones. Blood glucose level was 422 mg/dl. Customer reported that the insulin pump had insulin flow block. Customer had symptoms as nausea. Customer declines high blood glucose troubleshooting and insulin flow block alarms. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.